Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/09/2013 with the following findings: a review of the black box history revealed multiple ¿loss of prime¿ with low non-zero and zero force. The black box history also revealed a ¿no cartridge detected¿ alarm. The rewind and load steps were performed on the pump and a ¿no cartridge detected¿ alarm was emitted. The force sensor was found to be out of calibration. The pump cover was removed; contamination was found on the force sensor. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. Reportedly, the pump was dispensing insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.